Event description:
Device was placed and physician sutured around catheter. The line was aspirated and flushed with no problems noted. Physician attached a t-connector, reflushed and at this time noted oozing under catheter. Catheter was noted to have fractured at hub. The catheter was exchanged over a wire.